Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump intermittently stopped delivering insulin and the customer was no longer using the pump for insulin therapy. Reportedly the customer reverted to manual injections for insulin therapy. No additional patient or event information was provided.